Event description:
It was reported that rotation speed was unstable. A 1.25mm rotapro was selected for use in a percutaneous coronary intervention in the mid right coronary artery (rca). The 75% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, the rotation speed was unstable as it would both increase and decrease. Ablation was performed once. The device was removed, and the procedure was completed with a different device. No patient complications were reported. It was further reported the set rotational speed was 180,000 rpm. The burr was reported to have reached speeds ranging from 160,000 rpm to 230,000 rpm.

Event description:
It was reported that rotation speed was unstable. A 1.25mm rotapro was selected for use in a percutaneous coronary intervention in the mid right coronary artery (rca). The 75% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, the rotation speed was unstable as it would both increase and decrease. Ablation was performed once. The device was removed, and the procedure was completed with a different device. No patient complications were reported.